Event description:
It was reported that during a procedure, the xience v stent delivery system was attempted to cross the lesion but could not advance. The device was removed without reported incident and was noted as 'raised an edge'. A second xience v was used in the procedure. There was no reported adverse patient effect. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the stent delivery system soft tip was separated and was not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and contrast on the shaft, on the balloon and on the stent implant. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The proximal end of the balloon was wrinkled suggesting interaction with the anatomical conditions during advancement. The tip was separated at the distal seal. The fracture face was stretched and jagged suggesting tensile overload. The separated portion was not returned. The shaft was wrinkled 3.4 cm distal to the strain relief tubing for a length of 10.7 cm. There was a bend in the shaft 5 cm distal to the strain relief tubing. The shaft wrinkle and bend were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length was not measured due to the damage noted. The tip inner diameter and stent outer diameter specifications met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In this case, it is possible that the tip separation resulted from post procedure handling. Although this can not be conclusively determined, there does not appear to be any indication of a product quality deficiency related to the tip detachment. Although no anatomical conditions were reported it is likely that the sds interacted with the patient anatomical conditions and contributed to the failure to cross and subsequently resulted in the noted balloon wrinkling. The reported failure to cross appears to be related to the operational context of the procedure. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to this event. A query of the complaint-handling database was performed and no incidents have been reported for tip detachment for this lot. There is no indication of a product quality deficiency associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, a sampling of units from each lot is destructively tested prior to release to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.